Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected restart error alarm, reset time and date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for via phone call for unexpected restart. Blood glucose at the time of incident was unknown. Customer reported that last 3 times he changed the battery he received the alarm resulting in him having to reset the time/date and completing the reservoir and tubing process. Customer reported that alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.